Event description:
The driver arm was broken. It was stated that the customer had high bgs and the front arm was lifted and moved behind the reservoir plunger. Device was not dropped, bumped, or exposed to moisture.